Event description:
It was reported during an incoming inspection at the user facility that the tps micro driver was leaking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported during an incoming inspection at the user facility that the tps micro driver was leaking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the engineering technician confirmed the reported event of leaking and noted that an uncured potting solution had seeped out from the boot. The probable cause of the reported event was determined to be out-of-specification potting solution received from the supplier. The device has been placed in quarantine until it is reworked to specification.